Event description:
On (B)(6) 2013 the lay user/reporter in (B)(6), the patient¿s daughter, contacted lifescan to report the one touch veriopro meter was giving inaccurately high readings. On (B)(6) 2013 the technical service representative (tsr) spoke with the reporter to obtain and verify information. On (B)(6) 2013 at 7:00 am, the patient obtained the fasting blood glucose reading of 312 mg/dl on the reported meter, which she claimed was inaccurately high compared to her expected values of 140 mg/dl to 190 mg/dl. Based on this reading, the patient took an increased dose of insulin, 13.0 units ¿humalox¿ (humalog) insulin instead of her usual 6.0 units to 7.0 units. The patient then ate her usual meal of bread and cheese. Two hours afterwards, the patient experienced the symptom of ¿feeling faint¿, passed out and she fell on the stairs. The patient¿s daughter did not test her blood glucose level after the fall, but shook the patient to revive her. The patient¿s husband took her to the hospital, where she was diagnosed with a broken wrist and a hematoma on the head. The reporter was unable to provide any information about the patient¿s blood glucose level in the emergency room or her treatment. The patient was given the medications ¿dafalgan¿ (acetaminophen) and ¿tradoman¿. The patient managed her diabetes with humalog insulin taken on a sliding scale based on meter readings. The patient¿s reading from the day prior to this event were 195 mg/dl, 112 mg/dl and 191 mg/dl. Troubleshooting revealed the patient¿s test strips were in good condition and within opened expiration dating. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and received emergency medical attention. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.